Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that on the bmt unit, the patient was receiving 1 liter of normal saline over 60 minutes, and after 30 minutes, the patient notified staff that the bed was wet. Fluid was noticed to be coming from the bottom port of the IV set. The remaining 1 liter of normal saline infused with different IV tubing. There was no patient harm.